Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported backup alarm test failed. This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient involvement reported.

Manufacturer narrative:
Root cause : the cpu board was tested and no failures were identified. The 1104 error code could not be duplicated.

Manufacturer narrative:
The fse was unable to duplicate the reported problem, however, it was confirmed in the diagnostic history log. The fse replaced the cpu pcba to resolve this issue.

Event description:
The customer reported backup alarm test failed. No patient involvement reported.